Manufacturer narrative:
The device history review showed nothing related to this incident related to this incident and no complaints of similar nature.

Event description:
During placement, the nurse was able to get approx. 20cm into the pt before resistance was met, so the catheter was placed as a midline. The next day, leakage was noted at the exit site. The catheter was removed and a hole was found just proximal to the catheter valve. The pt was receiving hydration through the catheter.